Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, the sheath was observed to be leaking air; however, no air was seen entering the patient. The procedure was then successfully completed using another faradrive sheath. No patient complications occurred, and the patient remained stable following the procedure.